Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report. Product evaluation: product review of the electric dermatome sn (B)(4) on 4 march 2020 by zimmer (B)(4) revealed that the motor was not operating at full speed and starts and stops. They also found that the switch, bearings, rings, and reciprocating arm needed to be replaced. Product repair: repair of the device was performed by zimmer (B)(4) on 5 march 2020 which included replacement of the following: motor, bearings, spring seal, reciprocating arm, switch the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the dermatome was in need of repair. At evaluation investigation of the device it was found that it would start and stop. No adverse events were reported as a result of this malfunction. No additional event information available.